Event description:
The product was used during a laparoscopic cholecystectomy procedure. Reportedly, the seal disengaged and the instrument broke. The surgeon applied another device to complete the procedure. The hosp has reported no pt injury occurred.

Manufacturer narrative:
11/13/1998- supplemental report sent to FDA. Additional info entered in d-9 (product return date). Device evaluation indicated in h-3 and evaluation codes entered in h-6